Event description:
It was reported that four hours after implant patient alerts were triggered for high impedance on the leads. Follow up determined that the device was not cleared of the "in the box" impedances measurements. The device was reset and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.